Event description:
Related manufacturing report: 2017865-2025-27605 . It was reported that patient presented in clinic due to their right ventricular (rv) lead exhibiting high capture thresholds. A chest x-ray was performed to reveal that the lead had been dislodged. The rv lead was explanted and replaced. Later, the patient presented in clinic for follow-up. Device interrogation showed that the ICD exhibited premature battery depletion. The ICD was explanted and replaced. Patient had no consequences.